Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone, tse recommended to run all calibrations and performance verification test (pvt) and run unit to try and duplicate the alleged malfunction. The customer was not able to duplicate the alleged malfunction. The unit passed all tests.

Manufacturer narrative:
Covidien ref # (B)(4).